Manufacturer narrative:
Reporter occupation is lay user/patient. The customer¿s test strips were requested for return. The product has not been received at this time and not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:58 a.m. Was 2.0 inr. The result from the laboratory test within 4 hours was 2.7 inr, which was determined to be correct. The patient¿s therapeutic range is 2.5 inr or lower.